Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the check valve was not assembled according to product specifications. Functional testing was performed including pressure testing and clear passage testing and the results were not satisfactory as there was a no flow observed due to the check valve not being assembled to specification. The reported condition was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not flow. It was further reported that the solution would only reached the chamber. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.